Manufacturer narrative:
The field service engineer (fse) replaced the cartridges and checked other parts of the instrument. Precision test results were within specification. The customer ran acceptable qc. Following the service visit, the customer had no further issues. Although the cause of the event could not be determined, the service actions appear to have resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The ise electrodes were last replaced in (B)(6) 2021. Calibration was last performed in (B)(6) 2021. Qc was acceptable around the date of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 128 mmol/l. This result was reported outside of the laboratory where the physician questioned it as the patient had previously had lower na results. The sample was repeated with a result of 122 mmol/l. This result was believed to be correct. The na electrode lot number was f7554. The expiration date was not provided.